Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula of an infusion set event on (B)(6) 2026. The blood glucose level was 370 mg/dl. No further information available.